Event description:
Additional information received reported the etiology was updated to ¿not do to programming¿ with a final program date of (B)(4) 2013.

Event description:
It was reported the implantable neurostimulator (ins) increased the patient¿s pain and caused anxiety and tremors. It was noted the diagnostic methods were examination and palpation. It was further noted the entire system was explanted on (B)(6) 2013. It was noted the patient outcome was resolved without sequela.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355531, lot# n318317, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n315383, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355531, lot# n313406, implanted: (B)(6) 2012, product type screening device; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).